Manufacturer narrative:
One opened/used reservoir was tested it passed per inspection no occluded anomaly was noted during filling. The reservoir connected and locked in place properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, he was having issues with filling the reservoir. He also mentioned had experienced low blood glucose of 39 mg/dl, which he corrected with glucose tablets. Customer was advised to send back the reservoir.